Manufacturer narrative:
It was reported by customer that tubing issue was experienced. One sample was received for quality evaluation. Visual examination was conducted and a large hole was identified on the tubing. The customer complaint of tubing damaged was verified. A root cause could not be determined because the customer reported that the tubing had been in use for several days before the leak was identified. Due to the leakage not being seen immediately during priming, it cannot be determined that the failure was due to a manufacturing defect or user issue. No corrective or preventive actions were taken for this complaint because the potential root cause was not found to be related to the manufacturing process. However, we will continue to track and trend and if any negative trend is observed, proper actions will be deemed necessary. A device history record review for model 2420-0007 and possible lot numbers of 24085301, 24085302, 24085304, 24085305, 24085414, 24085433 and 24095424 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No further information was provided.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material # unknown. Batch # unknown. It was reported by customer that tubing issue was experienced. Could you please provide a further description of the issue? Patient had called out to nurse that he had blood all over him. Upon investigation, IV infusion was ongoing, but blood had backed up into tubing and was dripping from a crack in the primary IV tubing. Was not leaking from peripheral IV or connection. Can you please provide the material and lot number associated with reported issue? We do not have material or lot number of tubing as patient had been connected for a couple days prior to event. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No harm noted to patient as this was caught quickly. Vital signs stable.